Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that there was no capture at maximum output on the left ventricular lead, and the lead had pulled back in the main coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.